Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the tilepro image failed to activate or display on the high-resolution stereo viewer at the surgeon side console (ssc). At the time of the issue, a bk ultrasound (us) was connected to the vision side cart (vsc), and the image was visible on the vsc monitor but not on the ssc. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and advised the nurse to disconnect the bk us from the vsc and connect it directly to the video input of the ssc. Despite this adjustment, the problem persisted. The tse then instructed the nurse to confirm that the bk us video output was set to "passive mode," as required for compatibility with the da vinci system. This setting was verified. The tse requested a description of the tilepro menu on the ssc touchscreen, which revealed that the "tilepro on/off" button was greyed out and unresponsive. To attempt resolution, the tse instructed the surgical team to restart the system and power cycle the ssc; however, the issue remained. A review of the system logs showed no errors. The nurse informed the tse that the procedure could not proceed without the tilepro image. The tse then asked for the surgeon to log out of their profile to test if the tilepro could be activated without a user logged in; however, the surgeon was unable to log out. The tse recommended another full system restart and hard power cycle, but the nurse could not perform a hard restart as the patient was experiencing internal bleeding. The following information is unknown: the cause and source of the bleeding, the estimated blood volume, and what medical intervention was rendered due to the complication. The call concluded with the tse having exhausted all remote troubleshooting options and contacting the local isi field service engineer (fse) for on site support. The fse then involved the isi clinical sales representative (csr) and suggested swapping the ssc with another da vinci system available on site and offered to coordinate this with the customer. The tse followed up with the nurse to check if the tilepro issue was resolved and to inquire about the patient's condition. The nurse reported that the initial bk us machine was faulty and using a backup machine resolved the issue. The procedure continued without further problems and was completed robotically. The incident resulted in an estimated 60-minute delay and the patient's condition is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h11 additional information: the bleeding was unexpected and the estimated blood loss was approximately 300ml. The patient did not require a blood transfusion. The bleeding was coming from the tumor resection site, while the surgeon was performing the partial nephrectomy. How the bleeding was resolved, and the cause of bleeding remains unknown; however, the surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event.